Manufacturer narrative:
Product complaint (B)(4). A non-sterile mechanical detachment handle was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and no appearance of damages were observed. The housing clips and cone were noted to be fully engaged. The cone was found locked in place. A functional testing was performed in which the slider was noted to easily translate when activated. A click was audibly heard upon completion of the actuation. The slider was noted to automatically recover from the starting position after actuation, and an audibly click was heard upon completing of reset. The proximal end of a cerepak coil delivery system was easily inserted into the nose cone. The handle slider was noted to travel full distance, and the proximal inner tube travel distance was 10.5 mm. The slider and shuttle assembly were found fully engaged. The nose cone was removed while keeping the housing intact, a visual inspection was performed, and the components were found in normal position, clean with no appearance of damages. A dimensional analysis was performed, and all measurements were found within specifications. A manufacturing record evaluation was performed, and no non-conformances related to the reported complaint condition were identified. The issue reported regarding the failure of the mechanical detacher could not be confirmed with the evidence available. It is possible that other clinical and procedural factors that cannot be replicated during the analysis may have contributed to the reported failure. As part of cerenovus quality process all devices are manufactured, inspected, and released to approved specifications. Since no issues were identified, no CAPA activity is required. It should be noted that product failure is multifactorial. The instructions for use (IFU) contain the following recommendations: 1. Remove the detacher from the protective packaging and place it within the sterile field. The detacher is packaged separately for single patient use only. 2. Confirm again under fluoroscopy that the coil alignment marker of the delivery tube creates a ¿t¿ with the proximal marker of the microcatheter. 3. Verify that the rhv is firmly locked around the delivery tube to ensure that the coil does not move during connection process. Ensure the delivery tube is straight between the rhv and the detacher. 4. Hold the delivery tube approximately 3 inches from proximal end and bring the detacher over the delivery tube until a firm stop is felt. 5. Maintain the delivery tube position within the detacher and use a thumb to pull back the slider on the detacher. 6. Continue to pull on the slider until end of travel or a click is heard. Gently release the slider until it returns to starting position or a second click is heard. Remove detacher by slowly withdrawing it from the delivery tube. Note: detacher must remain in sterile field until the procedure is completed. 7. Fluoroscopically verify that the coil is detached by gently pulling back the delivery tube approximately 1cm. If the coil has detached, remove the delivery tube from the microcatheter. 8. If the coil has not detached, repeat steps 3-7. If 2 unsuccessful detachments occur, discard the detacher and proceed to the manual break section. 9. Repeat steps 1-8 until the procedure is completed. Discard the detacher. Caution: always perform fluoroscopic verification of detachment prior to withdrawing the delivery system fully. Failure to do so may lead to an embolic complication. 10. After detaching the coil, remove the delivery tube from the microcatheter and discard. 11. Repeat the above sequence for all additional coils until the procedure is complete. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint (B)(4). The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. This is one of two products involved with the complaint and the associated manufacturer report numbers are 3008114965-2023-00419.

Event description:
As reported by a healthcare professional, this was a recanalization to the basilar tip aneurysm with stent already in place. The issue happened when the first coil, a freeform xsft 3mm x 4 cm (xcr120304, 30982796) would not detach using the handle twice and the mechanical detachment handle (mdh1, 97988373) was also unsuccessful. The coil was advanced through the sheath and the headway duo 156 cm microcatheter (mc) with minimal friction. No kinking of wire of coil. After the first attempt of the handle, the coil was advanced a few millimeters further and attempted again with the handle. The manual detachment was attempted as suggested by the instructions for use (IFU) also unsuccessful. The system pulled out completely through manual detachment zone. The coil was taken out of the aneurysm. The coil appears to be intact and not stretched. Stryker coils were used in this case after incident. No impact to patient and minimal time delays due to this detachment issue. Additional information received indicated that there was minimal difficulty positioning through the stent. There was moderate vessel tortuosity.